Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in a good physical condition. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. The pressure was tested, the device did not activate within specification. The most likely cause is a bad downstream sensor. The sensor was replaced to resolve the problem.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed pressure test at 45.25 psi. This occurred while testing and there was an alarm.